Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up in clinic, auto mode switch episodes were observed. Patient was stable. Subsequently, during another follow-up in clinic, programming changes were made. Patient has no complications.